Event description:
Caller reported a malfunction on the pump, noted as malf 12, which occurred for the third time with the given serial number. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.